Event description:
Device issue: balloon rupture. Time of devise issue: during the procedure. Adverse event: none. It was reported that during the second inflation of the voyager nc in the calcified and tortuous mid left anterior descending artery at 12 atmospheres, the balloon ruptured. The nc voyager was completely and easily removed from the patient. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc noted blood and thick contrast visible in the inflation lumen and the loosely folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. An attempt was made to pressurize the catheter, but the balloon would not inflate due to the dried blood and contrast noted. After the device was left pressurized and submerged in water in an attempt to dissolve the blood and contrast, fluid was observed leaking from a pinhole in the distal end of the balloon 0.5 mm distal to the balloon marker, confirming the reported rupture. Additionally, there were multiple longitudinal scratches observed on the outer surface of the balloon adjacent to the rupture site. There were also radial scratches below the pinhole; however, these inadvertently occurred from handling during the analysis of the returned product. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Since the catheter was initially pressurized once without incident and there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Furthermore, evidence of damage on the outer surface (longitudinal scratches) of the balloon suggests that the balloon failure may have been attributed to mechanical damage to the balloon. The lesion was reported as mildly tortuous, moderately calcified and 90% stenosed, which may have contributed to the experienced rupture. In this case, an interaction with other devices and/or the tortuous and calcified lesion likely damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon a second inflation attempt. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. In this instance, based on the information received with this complaint and the analysis of the returned product, the reported balloon rupture and mechanical damage noted appear to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.